Event description:
It was reported by the customer that during a le forte procedure, the handpiece overheated and caused a very small, minor burn on the exterior of the patient's mouth. The size of the burn was unk; it was reported as minor and estimated to be a first degree burn. Burn ointment was applied, but no prescription was provided to the pt. No scar is expected and no add'l or continuing treatment is required.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval, the technician was unable to duplicate the reported event; the handpiece performed within specifications. The handpiece was cleaned, lubed, adjusted and returned to the customer.